Manufacturer narrative:
Correction: h6. Correction h11: the device was received for evaluation. During functional testing, the customer reported ¿air in line alarm¿ was not reproduced. The device was tested for upstream occlusion air and upstream occlusion detection with passing results. A review of the event history log revealed air-in-line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor calibration values were found just out of range which can contribute to this reported problem. The ultrasonic sensor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿air in line alarm¿ was not reproduced. The device was tested for upstream occlusion testing with passing results. A review of the event history log revealed air-in-line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The ultrasonic sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.